Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was completely dead. New batteries did not help. The insulin pump vibrated and the light flashed but nothing came on the display. The customer was connected to an old insulin pump as backup. Customer's blood glucose level was 3 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a critical error and pump error found in the formatted history file due to a corroded electronic assembly. The motor assembly was found with traces of moisture. The pump was received with a cracked case on the back at the battery tube area. The pump was received with minor scratches on the lcd window, case and keypad overlay. No blank display anomaly was noted.